Manufacturer narrative:
Concomitant product: 4524 lead, implanted: (B)(6) 1996. Product event summary: the distal segment of the lead was returned and analyzed. The lead exhibited an outer insulation breach due to metal ion oxidation.

Event description:
The right ventricular (rv) lead was explanted and returned with no information. The lead subsequently tested out of specification during manufacturer's analysis. No further information is available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.